Manufacturer narrative:
(B)(4).

Event description:
The customer called hotline reporting that they had obtained failing free t4 calibration reports. During routine trouble shooting with the customer, hotline determined that the failing calibration curves were generated in connection with a mis-loaded free t4 reagent pack. Hotline helped the customer determine that there was no free t4 reagent pack on board the instrument where instrument software had indicated so the mis-loaded reagent pack was cleared from the system software. Hotline then assisted the customer in locating and removing a mis-loaded free t4 reagent pack and a mis-loaded bhcg reagent that had been improperly loaded onto the instrument without using the system software. It was reported the mis-loaded bhcg reagent pack was un-punctured and the mis-loaded free t4 reagent pack had been punctured. The customer did report that no patient results had been generated from the mis-loaded free t4 reagent pack. Although it was confirmed that no erroneous results were reported, the potential of generating erroneous but believable results does exist. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.